Event description:
Spontaneous communication from the patient's mom who reported that the pump stopped with 5ml still left in the syringe. She is going to push the rest of the medication slowly manually through the tubing. There were no missed doses or adverse events reported. The device is available for return. It is unknown if the prescriber is aware. The product lot number and expiration date are unknown. No further information provided. The pump is used to infuse hizentra 20% at above dose and frequency. Indication: other combined immunodeficiencies; common variable immunodeficiency, unspecified. Reported to (B)(6) by: patient/caregiver.